Manufacturer narrative:
Reference: (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 5/7/15 under wo #'s 177427 & 177435 and shipped on 10/31/15. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 91777, this unit was at csi on 4/16/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit would not activate using the foot pedal. Root cause: sustaining engineering had identified one issue with a capacitor that had the potential to be overloaded due to excessive current above the capacitors' rating. The part of the circuit that had been found to have an issue on complaint units and in production was c21 located on the display board. Its' failure affected the foot pedal function due to being shorted. A review of complaints indicated the failure had a very low occurrence until the board was updated to rohs and consequently noted on complaints more frequently. The change to rohs had made the c21 capacitor more prone to excessive current whereas the pre rohs version occurrence is low enough to be considered isolated incidents. Correction and/or corrective action : the unit was updated with the zener diode which was put in place to mitigate the c21 component from being overloaded with current. Ecn-21881 was executed to update the print referencing supporting eng-test10487 & eng-test-10504. Remaining boards in stock were updated to include the diode under wo #255846. CAPA 725 was issued and a recall (1216677-05-24-2019-002-r) will address the remaining units from the implementation of the rohs board into production up to the addition of the zener diode. Complaints will be continually reviewed for the occurrence of this failure on non-rohs boards to re-assess as needed. Was the complaint confirmed? Yes.

Event description:
Fluke esu tester. Test leads. Per repair tech) the replacement of the zener diode and cap. Ref: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Fluke esu tester. Test leads. Per repair tech: the replacement of the zener diode and cap. (B)(4).